Manufacturer narrative:
Device analysis report is attached. This report is submitted on april 21, 2023.

Manufacturer narrative:
This report is submitted on march 02, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and was treated with intravenous antibiotics (specific date not reported), however the issue did not resolved. Subsequently, the device was explanted on (B)(6) 2022. There are no plans to re-implant the patient with a new device as of the date of this report.